Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer stated there was a patient on the avea ventilator when it went black but that it was still cycling. The ventilator was switched out and there was no harm or injury reported. The user interface module (uim) now does not power up, only the led¿s on the membrane panel are lit up.